Event description:
Had mentor smooth round high profile breast implants put in (B)(6) 2013. Have had increasing issues ever since. I have had chronic infections, pain, fatigue, memory loss, brain fog. Lack of concentration, loss of motivation, anxiety, heart palpitation, dry skin, hair loss eyebrows and my head. Thyroid issues, allergies, unusual fevers and feeling like I am going to vomit. Prediabetes, vision changes, and mouth sores.